Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. However, the technician was not able to determine the root cause for the reported issue. The issue is still unsolved and the device is currently not in use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not heat as expected.there is no known patient involvement.

Manufacturer narrative:
Through further testing the livanova representative traced the reported failure back to a defective control and power board. Both boards were replaced to resolve the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.